Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea 2 ventilator unit was on a patient set to 100% when at some point the unit stopped delivering 100%. Rt/nurse was alerted by noting a drop in the patient saturation. However, there was no specific harm noted.